Event description:
A proglide closure device malfunctioned when its foot plate broke and became lodged in the artery. This necessitated a surgical cutdown to retrieve the device. The right groin access site experienced proglide failure, requiring open surgical exploration and direct femoral artery repair.